Event description:
It was initially reported that the patient had a problem with their implantable neurostimulator (ins). Follow up information received on (B)(6) 2010 reported that they met with their physician and with the manufacturer¿s representative where it was noted that they had their ins successfully reprogrammed. It was also noted that they were to have surgery on (B)(6) 2010 to fix the problem (¿battery was dead¿). Additional information received on (B)(6) 2010 reported that the ins was depleted and that the patient had no stimulation (¿non-functioning¿ stimulation). The device ins was replaced. Further follow up information received on (B)(6) 2010 reported that the patient was happy with the outcome with the new ins system (¿loves the stimulation¿).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0443869v, implanted: (B)(6) 2004, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot# j0443869v, implanted: (B)(6) 2004, product type lead. (B)(4). Analysis of neurostimulator model 7427v serial # (B)(4) showed no significant anomalies. Analysis of extension model 748951 serial # (B)(4) showed no significant anomalies. Analysis of extension model 748951 serial # (B)(4) showed no significant anomalies. Analysis of lead model 3998 lot # j0443869v showed that all conductor wires were broken at twist lock anchor site (1.1, 11, and 11.1 cm from the proximal end at the 4-7 leg). It was reported that all circuits were found to be open.